Manufacturer narrative:
Product event summary: the medial segment of the lead was received, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2015.

Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.